Manufacturer narrative:
Product development investigation was completed. The investigation summary indicates that: received parts: 1 x 03.010.404 / connecscr cann f/etn f/suprapatellar app / lot u257691; 1 x 03.010.430 / hand f/protect sl f/etn f/suprapatellar / lot t985769; 1 x 03.010.440 / insertion handle /lot 12-5882. Investigation for 03.010.404 / lot u257691: our investigation has shown, that the returned connecting screw obviously signs of wear and tear all-over on the surface. Furthermore there are striation marks visible at shaft and the outside thread especially the first 2-3 mm are damaged. The manufacturing review does show that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The complaint condition was likely caused by a connection issue in combination with a possibly application of excessive torque during the attachment to the nail. Because of the damage the complaint relevant dimensions cannot be checked for dimensional . The article 03.010.404 with lot no u257691 was manufactured in a quantity of (B)(4) pieces on january 2017. We are not aware of any quality problems or failures caused by a faulty product on the article. Also we are not aware of any other complaint for this article- and lot number combination. Accuracy. Investigation concomitant part 03.010.440: the complaint description does not refer or suggest to a malfunction of the insertion handle, therefore no further investigation will be performed. The wear and tear signs are a result of normal use over the year. Overall conclusion: unfortunately we only have limited information in the complaint description and cannot confirm how this happened. We conclude that the cause of failure is not due to any manufacturing non-conformance's. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Date of event: unknown. Device is an instrument and is not implanted/explanted. Returned to manufacturer. Concomitant device therapy date is not known. (B)(6). Subject device has been received and is currently in the evaluation process. DHR review, part number: 03.010.404, synthes lot number: u257691, supplier lot number: n/a, release to warehouse date: 17-jan-2017, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported during an unknown procedure on an unknown date, while using the suprapatellar nailing kit, surgeon was unable to disconnect the cannulated connecting screw for percutaneous instruments for nails-ex from the nail. It was confirmed the aiming arm had been removed prior to attempting to unscrew the connecting screw. Surgeon was eventually able to detach the connecting screw from the nail with considerable effort. It was also noted that the handle for protection sleeve is damaged; the black turnable knob is bent on its axis. Surgery was completed successfully with a delay of approximately 10 to 15 minutes. Patient outcome reported as normal. Concomitant devices reported: insertion handle for suprapatellar (part 03.010.440, lot 12-5882, quantity 1). This report is for one (1) cannulated connecting screw for percutaneous instruments for nails-ex. This is report 1 of 2 for (B)(4).